Event description:
It was initially reported that the patient was having his device explanted due to an infection at the generator site. No further details have been made on the issue as the patient has been non-compliant with appointments. The explanted pulse generator and lead portion were returned to the manufacturer for analysis, but has yet to be completed on the pulse generator. There is no evidence to suggest an anomaly with the returned portion of the lead. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A review of the manufacturer's device history records for both the lead and generator show that they were both sterilized prior to distribution. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.